Event description:
Event description guidant received information that this transvenous defibrillation lead was oversensing due to a lead fracture. The damage to the lead led to early battery depletion of the implantable cardioverter defibrillator. The entire system was explanted and will be returned for laboratory analysis. A new device and leads were implanted with no further issues.